Event description:
Patient with ami, suspected mid lad was taken to cath lab for intervention. Medtronic export -et aspiration catheter (lot 643570), medtronic #6 french launcher, ebu 3.5 guide (lot 673348). Export xt over the long ptca. The export worked perfectly and obtained great amount of clot. As md retrieved the export out of the vessel, the export -xt would not come off the wire and appeared stuck in the export- rx lumen. The entire system was removed, necessitating using a new guide and wire to re-wire the vessel and complete the procedure. There was no apparent patient injury.